Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation the pump displayed a persistent motor stall alarm. Because of the alarm the 40 psi test could not be completed. The pump was serviced to correct the issues.

Event description:
The initial reporter reported that the pump failed 40 psi testing and that it alarmed motor stall. The initial reporter stated that the issues were discovered during testing and had not had any affect on a patient. (B)(4).